Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered an alert for undefined high pacing impedance and high threshold. Ventricular tachycardia (vt)/ ventricular fibrillation (vf) detections were programmed off, and the rv lead remains in use. No patient complications have been reported as a result of this event.